Manufacturer narrative:
(B)(4). Batch # n53h5v. The analysis results found that the pph03 device arrived in the open position and with staples present. The breakaway washer was present and uncut. In addition accessories were received. No functional test could be performed, as the rotating knob was not allowing the device to open or close. The device was disassembled to verify the condition of the internal components and the adjusting rod was noted to be damaged not allowing the device to work as intended. Due to the damage adjusting rod the device could not be tested. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please provide details as to how the patient¿s post-operative care changed as a result of the reported issue with the device. There was bleeding during surgery (>100 ml). The patient did not require a blood transfusion. The patient is ok.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what degree of hemorrhoids did the patient have? 4. What confirmation was received that the device was fully fired? I¿m not sure, the answer from the medical staff: the surgeon fired fully. Where within the gap setting scale was the orange indicator prior to firing? In the middle of scale. Did the device staple? Yes, but not complete. Were there any staples missing from the staple line? Unknown. What was the appearance of the deployed staples (b-formation, irregular, straight legs)? Some staples b formation, some irregular. Did the device cut? It was not cut completely. If the device cut was the cut line fully circumferential around the target tissue? The cut line was not fully circumferential around the target tissue. Was the safety reset before removal attempted? No. How many counter-clockwise revolutions were used to open the device? It need not. The surgeon just opened the device as normal, then lightly take it out. After firing was the adjusting knob turned ½ to ¾ revolutions? Unknown. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes. How much blood was lost (ml)? >100 ml. Did the patient require a blood transfusion? No. If yes, how many units were given? Na. Did the post-operative care change based on the bleeding? Yes. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide details as to how the patient¿s post-operative care changed as a result of the reported.

Event description:
It was reported that during a hemorrhoidectomy procedure, bleeding occurred during surgery. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Corrected data: packaging lot #: n90n74. Device was received for additional analysis in the lab and was disassembled. Could see remnants of bodily fluids in the end effector of the device. Device was received loaded with staples and an uncut washer (without any blemishes). Team assumed this was because the device was reloaded by the initial analysis team with new staples and a new washer for the test fire out. However, team did see part of a cut washer in the bag indicating that the user did achieve a full firing stroke during firing. The team saw damage on the adjusting rod on the anvil retraction side, likely indicating that the damage to this component occurred during anvil retraction. On the rotation knob, could see where the internal pin was pushed further into the knob (could see a small bump where the pin had been pushed further out). Team attempted to thread the adjusting knob onto the adjusting rod and was not successful. When the internal pin to the knob came in contact with the damaged area on the adjusting rod, it was not able to be fully threaded. This confirms what was encountered in the initial analysis. Root cause for this adjusting rod/knob issue is unknown. There are multiple possible causes including user error or manufacturing. However, it should be noted that the adjusting rod/knob issue would not cause bleeding/staple formation issues as described by the customer in the event description and in the additional notes. It is noted in the complaint file that the device was in the green range when fired and that some of the staples had good b form and some did not. The damage to the adjusting rod could not cause the event described by the customer. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: it was indicated that the patient¿s post-operative care changed based on the reported issue. Please provide details as to how the patient¿s post-operative care changed as a result of the reported issue with the device. In addition, how was the intra-operative bleeding addressed? There is no special handling for post-operative care change. The doctor sutured to address bleeding as an additional step.